Event description:
Second level acdf at c5-c7 on middle-aged male was performed on (B)(4) 2010. At 2-week follow-up visit, radiograph indicated the fixation screw was backing out at c7. Revision surgery conducted on (B)(6) 2010. At that time, the screw washer was noted to have separated from the screw. The screw was removed and replaced; bone cement was applied to the replacement screw. The remaining construct was unchanged. The removed screw was inadvertently discarded by the facility. There were no patient complications resulting from the revision surgery.

Manufacturer narrative:
The device was not returned after removal and no additional evaluation was possible; however, the screw back-out was confirmed radiographically. Separation of the washer was noticed anecdotally and has not been confirmed by inspection. The root cause of the screw washer separation and subsequent back-out is unknown at this time. Product labeling states that "the patient should be instructed to limit post-operative activity as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restricted activity are followed." If additional information is obtained a subsequent report will be filed.